Manufacturer narrative:
Patient¿s height is reported as 167 cms. Date of event reported as (B)(6) 2018, exact date is unknown. Device is an instrument and is not implanted/explanted. Reporter is synthes sales consultant. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using the suprapatellar tibial nail set during an unknown procedure on (B)(6) 2018, the ball tip of the t-handle ball hexagonal screwdriver was broken while attempting to unthread the cannulated connecting screw. Both the t-handle ball hexagonal screwdriver and the cannulated connecting screw were damaged upon removal. Both pieces were removed, and nothing was left inside the patient. It is unknown if there was a surgical delay. There was no patient consequence. This report is for one (1) cannulated connecting screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted. Part # 03.010.404 , synthes lot # u271184 , supplier lot # u271184 , release to warehouse date: 21jul2017 and 04oct2017 , supplier: (B)(4). The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned cannulated connecting screw performed at customer quality (cq) confirmed the condition of a broken off screwdriver tip being lodged inside the hex recess, which agrees with the reported complaint condition. The ball hex tip has sheared off and was returned lodged inside the connecting screw device. The ball hex tip was able to be removed from the connecting screw at cq. The hex recess shows post manufacturing damage as a result of use. Functional test: a functional test to replicate the reported complaint condition is not applicable for this complaint condition. Document/specification review: the returned device was manufactured in 2017. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted.no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Cannulated connecting screw design drawing was reviewed during this investigation. The 03.010.404 cannulated connecting screw with internal thread is a reusable instrument included in the trochanteric fixation nail- advanced (tfn-a) system used for intramedullary fixation of proximal femoral fractures. No product design issues or discrepancies were observed. Dimensional inspection: the flat to flat width of the hex recess feature measured at cq and is within specification of per cannulated connecting screw design drawing. Conclusion: a definitive root cause could not be determined based on the provided information. The most likely cause is that the screwdriver encountering excessive torsional force and broke and wedged into the connecting screw. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.